Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
It was reported that the device longevity was less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received reported that the device longevity was due to high outputs related to the leads high impedance. The lead is reported to have had high thresholds for the previous four years. The previous device had been explanted and replaced and the lead remained in use. The lead has now been capped and replaced. This is one of three regulatory reports related to the high lead impedance. The other regulatory reports are: 3004209178-2014-08467, 2649622-2014-04813. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).